Manufacturer narrative:
Received one device. Customer complaint of cassette not attached error confirmed through occlusion test. Event log shows multiple occurrences of ¿high alarm displayed: cassette not attached properly¿. At the end of the occlusion test device alarms cassette not attached properly. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, dso seal is delaminated. Replaced dso seal. Device powers on and then immediately off with batteries but not with ac power. Replaced battery compartment and all components within. Performed dso/uso sensor calibration. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. The event occurred during testing, and there was no patient involvement.